Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on technical support review on the alarms from the pump and the customer received low reservoir alert as designed. No complaints of not receiving this alarm in details. There is no allegation on low reservoir - anomaly from customer.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump was exposed to magnetic resonance imaging and computed tomography scan. The customer received a change sensor and a low reservoir anomaly. The customer reported a blood glucose value of 20 mg/dl at the time of the emergency room visit. The customer experienced hypoglycemia, was treated with glucose, and emergency room visit. The customer experienced hyperglycemia. The customer passed out due to a low blood glucose level, and the paramedics were called in. The event involved product(s) mmt-1884l, mmt-7040a, mmt-397a, and mmt-332a. Troubleshooting was performed for the low blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.